Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient developed an infection at the xyphoid incision area and had an incision debridement. During the procedure there was an active telemetry session. The field representative noted upon interrogating the device that a battery depletion (bd) alert was detected. Boston scientific technical services (ts) discussed that long telemetry sessions can cause a transient drop in battery voltage. The long telemetry session caused the dip in voltage that had not recovered before the next battery voltage measurement was taking. That caused the bd alert. Ts discussed this issue will be addressed in the next software release and for now, would not recommend extended telemetry sessions. No further issues have been reported. Additional information was received that the device was explanted approximately one month later due to the infection at the xyphoid incision site. No additional adverse patient effects were reported.